Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced infusion set's cannula being kinked event on 07-jun-2024.. The cannula was noticed to be kinked within 3 hours of insertion. The site of insertion was at abdomen. The blood glucose level was 340 mg/dl and was treated with correction bolus via pump. Unomedical do not see kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can kinked slightly. No further information available.